Event description:
Immediately after surgery reporter states that she got a rash and hives. Three months later weight gain, joint pain, dietary reactions, bloating, swelling, gas, fatigue, brain fog, and has a preliminary diagnosis for environmental exposure gene mutation jak 2 which can lead to blood cancer.